Manufacturer narrative:
The investigation determined that no instrument related issues could be identified. The event was likely due to the customer comparing two different analytical test methods (indirect versus direct ion selective electrode methods). The customer confirmed that no patients were adversely affected.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated they were receiving intermittent questionably low ion selective electrode (ise) sodium results. There was one discrepant result that was reported outside the laboratory. The result was sent to the physician and he requested a re-test as the result looked low. The repeat test was performed on an "istat bedside analyzer". The customer was unable to determine if the result was generated by the c501 with serial number (B)(4) or from the c501 serial number (B)(4) on the c6000 module with serial number (B)(4). The patient's initial result was 134 mmol/l. The repeat result was 140 mmol/l. There was no adverse affect to the patient as a result of this event. The field service representative could not determine the cause of the event. He ran diagnostic checks on all c501s on the module. The customer performed calibration, quality control and precision testing with passing results.